Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had an increase in atrial capture threshold with possible noise on the ra lead. The lead remains active in the patient. The patient was a participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the right atrial (ra) lead continued to exhibit chronically high thresholds. Additionally, possible undersensing and diminished p-waves were observed on the ra lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.